Event description:
Reporter stated that patient received the following results on the compact plus system compared to a professional meter within 1 minute: 5.2 mmol/l (compact plus) and 3.0 mmol/l (professional meter). The customer felt "unwell" at the time of the results. The nurse gave him 2 pieces of toast and a cup of tea. No further treatment was provided. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).